Event description:
Pump experienced a cartridge change error, prompting customer to contact support for assistance. There was no reported impact to the customer¿s blood glucose level. Customer followed instructions to inspect and clean the pump, resolved the issue with support guidance, and was told to monitor system performance without requiring cartridge replacement.